Event description:
It was reported that an ilet device repeatedly displayed an ¿unable to proceed, please check alerts¿ message during initial setup and could not complete the setup process despite multiple restarts and a factory reset, consistent with an alarm malfunction during the fill tubing step suggestive of an occlusion; the device was replaced. Symptoms included no reported adverse physiological effects. Outcomes included interruption of therapy from the affected device and continuation of cgm use with the dexcom app or receiver. Investigation included remote troubleshooting and guided attempts to clear the alert, including restart and factory reset. Investigation of this device was revealed a persistent setup alarm consistent with a malfunction during priming or fill tubing, with inability to resolve through software resets. The complaint was confirmed and attributed to intermittent mcu communication.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.